Event description:
It was reported that during follow up one day post sub acromial decompression procedure, the patient reported two blistering lesions (burns) on the thigh down to the subcutaneous tissue. A small 3m ground pad was used. No further complications have been reported.